Manufacturer narrative:
(B)(4). Additional information ((B)(4)2013): siemens global product support (gps) contacted the customer. The customer confirmed that the system was performing within specifications and no further assistance was required. The cause of the discordant result is unknown. No further evaluation of this device is required.

Event description:
Discordant low allergen results for f24 (shrimp) were obtained on one patient sample on an immulite 2000 xpi. The low discordant results were confirmed through two alternate platform/methods (phadia, skin puncture test). The patient results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant low allergen f24 result.

Manufacturer narrative:
The cause of the low discordant allergen f24 (shrimp) result is unknown. Siemens is investigating this issue.